Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump and did not require third-party assistance. The customer resolved the occlusion issue by changing the infusion set and cartridge and resuming insulin delivery.